Event description:
IV medicaiton zosyn was hung for infusion as a piggy back and it was discovered during infusion the medication had back flowed into the primary tubing. Please note: this is the same issue which has been reported multiple times.======================manufacturer response for smartsite infusion set, carefusion smartsite infusion set (per site reporter).======================onging investigation currently in progress with carefusion.